Event description:
It was reported that during an unknown procedure, the device cut the tissue but hadn't "merged it." It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: did the device staple? No. Was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transection? What color reload? Echelon flex with green reload. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Hand tied purse string. How was the purse string placed, by hand or with an assist device? If an assist device was used, what product? By hand. Was the spike of the trocar inserted lateral or through the staple line? Yes. What confirmation did the surgeon receive that the anvil was firmly attached? He heard click sound and visual confirmation. When the device was fired, where was the indicator within the green zone/gap setting scale? Yes. Was buttressing material utilized? N/a. Was the instrument fired across or near an existing staple line or clip? Near existing staple line. How did you confirm the device was fully fired? He heard crunch sound and squeezed handle plastic to plastic. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) First of all surgeons didn't notice staple line. Leak test was not needed. They checked the donuts - they were ok. Did the operation change significantly as a result of the device issue? Yes. What is the patient age and sex? M, (B)(6). Did a hcp other than the primary surgeon fire the instrument? No. Primary surgeon fired the instrument. Was there a recent conversion to ees devices in this account or with this surgeon? No. They use our devices for a few years. The analysis results found that the device arrived in good visual condition. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and no anomalies were found during the manufacturing process.